Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was opened but not ultimately used in the patient as the proximal end of the coil had become deformed during implant attempt. An alternate lead was used. No patient complications have been reported as a result of this event.